Event description:
Report received a leak of a chemotherapeutic agent. The customer reported that the pt was receiving taxol 250ml piggybacked into an infusion of carboplatin. It was reported that the entire 250ml's of taxol had infused and the bag contained a small amount of fluid when the pt heard a "popping sound" and then noticed fluid leaking from an unspecified area of the tubing set. The pt notified the nurse. The nurse observed bleed back into the primary line. The primary tubing set was clamped off. The amount that leaked was noted to be "not more than 25ml." There were no reported adverse pt effects.